Event description:
The #15 surgical blades were breaking when used. Medicon brand. Compared medicon 15 blade being used to the bard parker brand. Blade considerably thinner. Diagnosis or reason for use: surgical procedure.